Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead remains implanted and will continue to be monitored. Procedure was completed without complications.